Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have a defective lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 12pm. The patient manages his diabetes with insulin through pump therapy. It is not known if the patient made changes to his usual diabetes management routine. About 9 hours after the start of the alleged issue, the reporter claims the patient felt a symptom of sweaty which he associated with low blood glucose. The patient took more food and/ or drank a beverage at that time. At the time of troubleshooting, the cca noted the correct test strips were being used for testing and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.